Manufacturer narrative:
On apr 21 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation of the sample, an area of separated material was observed on the anterior view, measuring approximately 4.5 cm x 7.0 cm. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 25 2020, additional information was received indicating that at the time of explantation, the left breast implant was intact and the right breast implant was ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 800cc and experienced rupture and infection on the left side and breast pain on the right side. As a result, the patient underwent removal on (B)(6)2020. The replacement surgery will take place at a later date in the future, but the exact date has not been provided. This report is for the right breast prosthesis.